Event description:
While a pt was being treated in the sm-401 (B)(4) infant warmer, the staff observed smoke coming from the electronic control module ventilation holes. The staff immediately unplugged the device and called technical service. The pt was placed in other warmer. No pt or staff injury was reported.

Manufacturer narrative:
Based on the photographs and information provided by the local medix authorized technical service, there appeared to be a device failure in the power supply main connectors located in circuit board (pcb) that have smoked. Relevant components were requested for investigation. Investigation results will be reported in a follow up report.